Manufacturer narrative:
Concomitant medical products: product ID: a810, serial#: unknown, product type: software. Other relevant device(s) are: product ID: a810, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal unknown morphine 2000 mcg/ml at 1054.5 mcg/day currently. The patient¿s new drug concentration was 4000 mcg/ml at 1054.5 mcg/day. It was reported on the morning of this report the patient¿s pump was updated. The hcp had made an error by putting the daily dose for the base dose in flex mode. The amount was 1992.5 mcg/day and was supposed to only be 1054.5 mcg/day. It was reviewed from the flow rate of 1054.5 over 2000 mcg that the hour later that the doctor called the patient back into the office only .02 ml would have been distributed. The bridge bolus was reprogrammed from the previous 0.427 ml to 0.407 ml. After reviewing the log reports it was determined the flex dose was incorrect. The hcp was able to update the pump and the issue was resolved. It was noted the patient never got the 1992.5 mcg/day due to the bridge bolus. Patient symptoms were not reported and no further complications were reported.